Event description:
Fentanyl drip (gtt) should only have 137 ml left per the vtbi (volume to be infused) but the bag was still completely full. To note this very same pump was taken out of service 3 days prior and returned to service and still having infusion issues, this time not delivering any drug to the patient. Also to note, all tubing removed from the pump is pinched in two spots, mostly where the white "teeth" are inside of the pump. The tubing is compressed so much it doesn't bounce back into shape. Could this be causing some of the infusion issues?